Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the user was unable to view patient profile on medbank myqlink (mql). A technical support specialist informed that this was a single event, as they were able to view other patient profiles without issue. The system functioned as intended after the technical support specialist investigated the issue.

Event description:
It was reported that when using the bd pyxis¿ medbank tower the user was unable to view a patient profile on mql, after the medication was approved on rx-verify. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.